Event description:
It was reported that the customer's insulin pump was not functioning a while ago, but he did not report before. The blood glucose reading was 102mg/dl. The caller stated that the drive support cap is still broken, and she was experiencing high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.